Event description:
It was reported that the patient's device "stopped working" basically when she moved on (B)(6) 2012. The patient changed to program 1 at 2.9 volts on (B)(6) and had had 1 to 2 accidents recently. It was also noted that the patient had the device off, was able to decrease stimulation to feel comfortable, and was now on program 4 at 1.8 volts. Additional information has been requested, but was not available as of the date of this report. When received, a supplemental report will be submitted.

Event description:
It was later reported the patient was 'surprised' by the frequency they had to change settings. Patient kept a record and noted they were on program one at 1 volt and changed to 2.3 volts then changed form 2.3 volts to 2.4 volts. It was changed again from 2.4 volts to 2.7 volts. It was later changed to program 3 at 3.5 volts and the day of report it was adjusted to 4.3 volts. It was noted the patient was not making it to the bathroom and had a very short urge to toilet problem since day one. It was noted the device had helped in 'number of hours between trips to the bathroom.' It was noted the patient had to deal with the urge wherever they were and try to get to the toilet from wherever they were starting. Patient noted it 'worked really well between stops and now they need to get a handle on how to get to the bathroom in time.' Patient had worn a back brace and at times and had 'physically held their urine in with their hand due to pregnancy years ago.' It was also noted the patient had not been reprogrammed since the implant. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID, 3093-28 lot# v890309, implanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).